Event description:
Meter would not power on.patient changed the battery. The meter would not power on after the battery was changed. The patient tested while feeling dizzy and weak; the result was not provided. However, it is possible that the reported meter did not provide a result at the time of concern due to the power issue. The patient last tested with the meter 2 days before contacting lifescan. No information regarding the patient's usual testing and diabetes treatment regimen was provided. The patient was taken to the hospital and treated with an IV. Results obtained at the hospital were not provided. There is insufficient information to indicate that the patient experienced injury and medical intervention due to the product. The customer care representative walked the patient through pressing the power button and the meter did not power on. Based on the unresolved power issue, there is an indication that the product malfunctioned ant that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.